Event description:
It was reported the patient presented prior to a routine generator change. A chest x-ray revealed the right ventricular lead exhibited externalized conductors. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.